Manufacturer narrative:
Investigation results: display had damage resulting in a section of the screen that was non-functional, to appear dark on black background. From scratch/impact indentation on the meter, the damage that occurred is indicative of the meter being dropped or damaged from an impact of some type.

Event description:
The customer observed black spots on the display screen of the contour next approximately a month prior to the call, but continued to use the meter until eventually she had to guess the readings. On the date of the event, the meter displayed her blood glucose as 187 mg/dl. She was feeling nauseous, had diarrhea and vomited. She called the paramedics and when they tested her with their meter the reading was 487 mg/dl. She was given anti-nausea medication and taken to the hospital where she was given an insulin IV drip and an injection of 15 units of insulin. She was hospitalized overnight. During the call she reported not being able to read the upper half of the meter screen. Readings accessed in the meter memory were not legible. The customer was advised to return the meter for evaluation in exchange for a new one.